Event description:
It was reported that the patient was admitted to the hospital feeling lightheaded and with a heart rate of 40 beats per minute. It was suspected that the right ventricular (rv) lead lost slack, which caused a micro dislodgement, leading to loss of capture. The lead was repositioned, and the patient was discharged from the facility. This lead remains in service. No additional adverse patient effects were reported.